Manufacturer narrative:
Result and conclusion summation-the reported air leakage may be due to, but not limited to, loose connections, open manifold, physician technique, failure to aspirate trapped air, insufficient clamp seal, and/or damaged associate devices. It is possible that the knurled knob of the rhv was not tightened adequately to create a liquid-tight seal around the catheter device; therefore, allowing air to enter the system. Air embolism may be attributed to, but not limited to damaged seals, air bubbles in the system, and/or failure to aspirate the system. The IFU indicates: do not inject any fluid if air bubbles are visible within the hemostatic valve. A conclusive root cause of the reported patient difficulty could not be determined.

Event description:
Reporting status: malfunction. Reporting rationale: leak in combination with air embolism could possibly cause or contribute to patient injury. Device issue: leak in the rotating hemostatic valve. It was reported that the rotating hemostatc valve (rhv) could not be sealed completely during use. There was air bubbles in the valve, and the air bubbles flowed into the vessel, this was noted on fluoroscopy. There were no patient effects reported. No additional event or patient information is available.